Event description:
Healthcare professional reported right side "patient complained of pain and intolerability of the implant, capsular contracture grade 4 baker." Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture grade 4 baker" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 4 baker.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: deformation observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side "patient complained of pain and intolerability of the implant, capsular contracture grade 4 baker." Device was explanted.